Manufacturer narrative:
The facility found that after disconnecting the pendant, the drifting stopped. The facility replaced the pendant to repair the bed.

Event description:
Alleged the head section is drifting down.